Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap sleeve procedure, the device would seal. When the surgeon came back to the sealed part of the stomach, it would be bleeding. There were no regrasp alerts, there was evidence of energy delivery and an end tone was heard. It was observed that there was more bleeding than other similar devices that were used. In order to resolve the issue, the surgeon used the device to seal again and then it worked. No patient injury.